Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13c17011 and h13b23011 and no exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the event. The cause of the peritonitis and treatment information was unknown. At the time of this report, the patient was recovering from the peritonitis.